Manufacturer narrative:
A sample has been received and evaluation is in progress. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during a vitreo-retinal procedure, with cutting and aspiration going, ¿lots of bubbles¿ and aspirated material went into the vitreous space through the hole of the vitreotome¿s cannula. The vitrectomy probe was exchanged and the problem was resolved. The case was completed with no harm to the patient.